Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The patient was hospitalized the same day for the event. The patient was treated with intraperitoneal (ip) cefazolin (dose, frequency and duration not reported) and (ip) gentamicin (dose, frequency and duration not reported). The next day, the patient was discharged from the hospital. Physioneal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.